Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer took the pump swimming with them. Subsequently, a malfunction alarm occurred and the pump stopped all insulin delivery. Additionally, it was reported that the touchscreen had a slight crack. The customer declined troubleshooting for the cracked screen. The customer's blood glucose level was 195 mg/dl. Reportedly, the customer has manual injections available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified, however, no touchscreen failure was identified.